Event description:
Caller states that the patient tested 6.3 inr on the device and 2.8 inr on a comparison lab. Patient 2 reportedly tested 5.3 inr on the device and 3.4 inr on a comparison lab. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.